Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise and is noted on the device to rv lead electrogram (egm). No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.